Manufacturer narrative:
Seven angiographic images are provided for this investigation. None are labeled as to side, date or time. They are all of what appears to be the right ica (but the complaint report mentions there is a left a1 aneurysm), in the same projection. Picture1, oblique right ica dsa, non-subtracted, with contrast. A fred is fully opened from the proximal m1 back to the supraclinoid ica, at the level of the pcom. There is a small amount of clot in the proximal part of the fred, at the beginning of the braided segment. There may also be a small amount of clot at the distal part of the braided segment. The a1 aneurysm that is being referred to in the c complaint report is not apparent. Picture2, same as picture1 but subtracted dsa. Picture3, oblique right ica dsa, subtracted, with contrast. There is slightly more clot in the proximal and distal fred. Picture4, oblique right ica dsa, non-subtracted, with contrast. Clot is no longer seen. Picture5, same as picture1 but subtracted dsa. Clot is no longer seen. Picture6, same as picture4. Picture7, same as picture4. The clot formation described in this complaint is not explained by the images provided. It is known that ruptured aneurysm patients are hypercoagulable, which may have been a contributing factor. Based on the review of the images, the reported event is considered confirmed. Without the return and physical evaluation of the device, the investigation cannot determine if a condition exists that would have caused on contributed to the reported event.

Event description:
See h10.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis nor were any images/media provided for review; therefore, the alleged product issue cannot be verified. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer however, images were received for review; therefore, the alleged product issue cannot be confirmed at this time and will be provided in a supplemental MDR report.

Event description:
It was reported that during treatment of a blister aneurysm of the left a1 segment measuring 1.1 x 2.2 x 2.2 mm, the flow diverter in the distal aci and proximal m1 completely covers the anterior outlet and lies against the vessel wall on all sides. Shortly after release, evidence of in-stent thrombi. Additional administration of 3000 i.u. Heparin intravenously. Observation also from rci and after 85 minutes evidence of regressive thrombus formation in the stent. Regular post interventional findings in subsequent control scans without evidence of in-stent thrombosis, vasospasm, dissection, or peripheral embolism. The patient did not have any clinical complications.